Manufacturer narrative:
The investigation was just started. The result will be provided in a follow up report.

Event description:
It was reported that during anesthesia, there is suddenly a very loud alarm sound, after which the anesthesia machine shuts down, the control panel goes completely black and the ventilation stops. It is very brief - less than 2 minutes - before the entire system restarts automatically. The patient has not lacked ventilation at any time. There have been no changes in the patient's measured values. The patient was ensured oxygen all the time. No injury reported.